Manufacturer narrative:
Correction to h9.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. There was an acu watchdog alarm and primary audible alarm error in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable interconnect board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "system failure: auxiliary control unit watchdog error" and "primary audible alarm post" alarms. The event occurred on startup, there was no patient involvement.